Event description:
It was reported that the camera head had a cracked cord. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device history record review (DHR)- since the product was manufactured more than 15 years ago, and it has been over 15 years since the subject device was manufactured, the DHR could not be verified. The repair history review was performed based on the customer management system, and found there was no repair history for the device within the previous 12 months from the occurrence date of the complaint. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found watertight defects and loose coupler. Based on the results of the investigation, a definitive root cause of the reported phenomenon cannot be conclusively identified, however, based on investigation, the watertigness failure likely occurred due to cable defects (scratches found on cable). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cracked cord. There were no reports of patient harm.